Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hypoglycemia on (B)(6) 2018 with blood glucose level 315 mg/dl, 245 mg/dl at the time of incident and the current blood glucose level was 173 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and intravenous. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was able to perform high pressure test at that time. Customer stated that the insulin pump had multiple insulin flow blocked alerts. Customer was not reporting any large air bubbles or gaps in the tubing. Customer stated insulin exited at the quick release. Customer did not report any kind of soreness or irritation. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. The device will be returned for analysis.

Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia and the customer also went into the emergency room.